Manufacturer narrative:
Information was received that the local support engineer troubleshot with the customer. The support engineer went onsite and reported that there was no problem with the ventilator 'just a misunderstanding of customer.' Reportedly, the customer had used the ventilator in niv mode, and when they went to switch to opti flow (high flow therapy - hft) mode by using standby, they did not disconnect the patient from the ventilator. The ventilator was unable to switch from niv to opti flow (hft) automatically and went from standby mode to niv when the patient breathed again. The customer was advised of this. Per the v60 manual: the ventilator will not enter standby until the patient is disconnected. It continues ventilation while waiting for the patient to be disconnected. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. This is traced to use error caused or contributed the event.

Manufacturer narrative:
B4:09sep2021 event date: (B)(6)2021; become aware date (B)(6)2021 h10: information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. No patient information although requested was provided.

Manufacturer narrative:
Date of event: (B)(6) 2021. Initial reporter phone number: (B)(6).

Event description:
It was reported that the ventilator during patient use automatically switched from opti flow mode to noninvasive ventilation (niv) mode. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.